Event description:
Dr. (B)(6) (medical examiner's office) called to report the death of (B)(6). Dr. (B)(6) request to test pump. Date of death was (B)(6) 2011. Cause of death was reported as not yet determined. Place of death - non hospitalized/unknown. Contact information of reporter is: address: office of (B)(4). Doctor's name and contact information is: not provided. Customer was wearing pump at time of death. Dr. (B)(6) called back to advise they are returning the pump for analysis due to pump could have contributed to cause of death and the family wants the data analyzed.

Manufacturer narrative:
The fact that we unomedical have not received any used or unused devices we are not able to conduct any kind of testing or evaluation. The lot number is not available (unknown) therefore the retained samples of the involved lot could not be tested. Please see evaluation summary attached. A follow up report will be submitted if new information should be presented to us.